Event description:
It was observed during the device inspection that subject device had a coating on the insertion section. The snake tube was peeling off (1 mm² or more) and a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and the information provided it is likely due to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.